Event description:
Complaint rec'd as follows: "the connector of tracheostomy tubes leaks during use. Stopping use of the device and choose a new one."

Manufacturer narrative:
Based on available info, medical determination is that this is a serious malfunction. An endotracheal/tracheostomy tube whose connector leaks during use exposes the pt to the risk of a reduction in ventilation pressure leading to possible oxygen de-saturation. The pt may also need to be extubated and re-intubated. This procedure, if carried out in expert, experienced hands, has a low incidence of serious complications. Reported to the FDA on (B)(4), 2013.